Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice and returned the device to the tampa bay facility. The device failed the homechoice rite (return instrument test / evaluation) electrical ground bond test. The product analysis lab evaluated the device. The cause for rite test failure - ground bond was determined to be a loose connection at the door frame to door post interface. A service history review was performed and revealed no previous events were related to this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: ground bond failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.